Event description:
Device returned by foreign reporter stating explanted due to "possible stall". Documentation provided with device included report of pt having good pain control with pump using a mixture of morphine tartrate, midazolam and bupivacaine. In 2001 pt experienced a sudden onset of escalating pain and withdrawal type symptoms. Examination of pump revealed residual of 3 ml with refill due in one week. A 0.5 ml bolus was administered and 2 days later pt reported that pt was not better. Another bolus was given and rotor test conducted - showed rotor was turning appropriately. A "pump injection lognocoaine with relief confirmed through catheter, but no volume decrease when empty". Pt admitted to hosp and device tested with normal saline - showed drug was not leaving the pump. During testing using a microcadd pump and a terumo hypodermic needle - hcp states that septum of side port became "cored" and csf was collecting in the device pocket. Ultimately device was explanted and replaced with a new pump 3 weeks later. Pt received significant pain relief using same drug mixture and was discharged 3 days later as "much improved".